Manufacturer narrative:
Additional information: according to the currently available information, a damage to the active electrode as it might be caused by an external mechanical impact appears likely. Additionally, in situ measurements show the most basal channel with status hi and the recipient experiences severe headache. Headache is not a known undesired side effect of cochlea implantation, however it remains unclear when the patient started to experience such headaches and whether the presence of this unexpected undesired side effect is connected to the implant use or rather some other medical factors. To determine an exact root cause a device investigation of the explanted device and additional information is necessary. Despite several requests no further information has been received from the field.

Event description:
The user complains of having severe headache. An incident of accident or trauma is unknown at this time. Despite several requests no further information has been received from the field.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complains of severe headache.